Manufacturer narrative:
Spectrum medical has identified this event as reportable. Investigation determined event was caused by mechanical wear to the device.

Event description:
User reported that the bobbin was broken and did not hold when locked. There was no patient harm. Spectrum medical considers bobbin failure to be a reportable event.

Manufacturer narrative:
Spectrum medical has identified this event as reportable; however, results of investigation are pending until the device can be returned.

Event description:
User reported that the bobbin was broken and did not hold when locked. There was no patient harm. Spectrum medical considers bobbin failure to be a reportable event.